Event description:
Boston scientific received information that this right atrial (ra) lead displayed an increase in pacing impedance measurements, and pacing threshold measurements. An x-ray was performed, which revealed lead fracture. The device was reprogrammed to vvi mode, and the patient will undergo a ra lead revision within the near future. There were no adverse patient effects reported. Subsequently, additional information was received that a system revision was performed. The associated device was explanted and replaced, and this ra lead was surgically abandoned.

Manufacturer narrative:
This ra lead was surgically abandoned, so therefore will not be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.